Event description:
Patient reportedly received a blood glucose reading of 450 mg/dl at 10 pm; took correction of 3 units of novolog insulin based on the reading and a sliding scale. Patient stated while talking to a friend at 10:30 pm he appeared to have a seizure; friend attempted to give apple juice but could not get him to drink it so he called 911. Patient reported paramedics arrived within minutes, tested his blood glucose level at 40 mg/dl on their professional meter, and then gave him IV glucose until he came to which took a couple of hours; patient had passed out prior to the paramedics arriving. Patient stated paramedics took another reading about 2 hours later when he felt better; thinks the reading was 152 mg/dl. Patient reported he was not taken to the hospital. Requested return of the alleged device for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.